Manufacturer narrative:
The customer reported that the central nurse's station (cns) has dual displays, and both screens are black with one screen showing "operating system setup". She said it has been stuck on this screen for quite some time, and they have already tried force rebooting without success. No patient harm was reported. Investigation conclusion: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10. Concomitant medical device. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) has dual displays, and both screens are black with one screen showing "operating system setup". She said it has been stuck on this screen for quite some time, and they have already tried force rebooting without success. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) has dual displays, and both screens are black with one screen showing "operating system setup". She said it has been stuck on this screen for quite some time, and they have already tried force rebooting without success. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) has dual displays, and both screens are black with one screen showing "operating system setup". She said it has been stuck on this screen for quite some time, and they have already tried force rebooting without success. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1, 12/18/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2, 12/22/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3, 12/29/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.